Manufacturer narrative:
(B)(4). The covidien service engineer (se) inspected the device and stated that the ventilator was not able to read the exhalation sensor (evq). The se found a pin missing from the evq. The se replaced the evq. Once the evq was installed the blank display issue was resolved. The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that, the graphic user interface (gui) on a 980 ventilator went blank and an assertion error message was generated. The ventilator was not in use on a patient at the time the event occurred.